Event description:
Following an egd ultrasound procedure in the upper gi tract, the hosp nurse manager noticed that a piece of the metal casing behind the transducer on the insertion tube of the endoscope was missing. There was no pt problem related to this event.